Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The patient's husband complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the neoplastin laboratory method. At 12:00 p.m. The patient tested on the meter with a result of 4.4 inr. The result from the laboratory at 12:30 p.m. Was 3.2 inr. The 4.4 inr result was reported to the patient's doctor who advised the patient to hold coumadin for one night. No other treatment was required. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient is fine. The patient does not have anemia, is not taking heparin or other direct thrombin inhibitors, does not have antiphospholipid antibodies, is not experiencing any bleeding or bruising and has had no changes in diet or medication. The meter and test strips were requested for investigation. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter was returned for investigation and tested with qc material. Tests conducted with masterlot strips: qc 1: 2.5 inr, qc 2: 2.2 inr, qc 3: 2.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%. No information was provided that would point to a cause for the result discrepancy.